Event description:
It was reported that during the benign prostatic hyperplasia (bph) procedure, the fiber was used at 220,076j and 25 min when the ¿light beam sorted out by the front of the fiber.¿ the fiber tip was not cleaned through the procedure. A second fiber was utilized to complete the case. No patient outcome was provided and no further information is available.